Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to co, we were unable to conclusively determine the cause for the reported dilator tip separation since the product involved in this incident was not returned for analysis. However, changes have been implemented to the manufacturing process to reduce the potential of dilator separations. This product was manufactured prior to the changes being implemented.

Event description:
It was reported during the procedure, the tip of the dilator detached and remained in the patient's artery. Xrays were taken which confirmed the tip remained in the patient; however, the physician chose not to remove the tip from the patient. The patient was reportedly doing well.